Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) sensing function was not working. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed incoming inspection and testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.